Event description:
A pt reported blood glucose results of "40 mg/dl and 172 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Also, the meter was cleaned according to the owner's manual. The pt did not have the check strip or control solution to test the meter. The pt neither alleged harm nor experienced injury or medical intervention. A meter replacement and troubleshooting supplies are being sent.